Event description:
It was reported that an o-ring was on the pneumatic tap. Additionally, blood glucose level (bg) displayed high. The customer administered manual injection to resolve bg, removed the o-ring from the pump, and successfully loaded a new cartridge to resolve this issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.